Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via a medwatch report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which contained the following information: customer reported receiving a "expired" message on (B)(6) 2018 on the first day of wearing the adc freestyle libre sensor. Customer removed the sensor and applied a second sensor, which did not provide any error message. There was no report of any self or third-party medical intervention. There was no report of death or permanent impairment associated with this event.